Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk - screws: trauma had the threads of the head peeling off, the string remains attached to the device. While no root cause can be determined, the tore threads of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces during extraction process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. A dimensional inspection for the unk - screws: trauma was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screws: trauma would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: n/a. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent the surgery for the distal radius with tpc and the screws in question. The surgery was completed successfully without any surgical delay. After the surgery, the removal surgery was performed on (B)(6) 2023. In the removal surgery, it was confirmed that two screws had broken on the most distal radial and most ulnar sides. One of the two broken screws could be removed smoothly. In the other, only the screw head was removed, leaving the shaft inside the body. The surgery was completed successfully within a 30-minute surgical delay. Even after confirming the CT before removal, it was not possible to confirm that they were broken. In addition, there was a comment that the surgeon did not swing the angle at the time of removal and did not know the cause of the breakage. No further information is available. This report is for one (1) unk - screws: trauma. This is report 3 of 3 for complaint (B)(4).